Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling dizzy and it was noted by the patient's wife that they had a heart rate in the forties which was below the cardiac resynchronization therapy defibrillator (crt-d) lower programmed rate. The patient suspected abnormal device function. The device is still in use. The clinic also disclosed that the patient was seen in follow-up. It was determined that the right ventricular (rv) lead had oversensing resulting in the low heart rate. Sensitivity programming was increased. The lead remains in use. No further patient complications have been reported as a result of this event.